Manufacturer narrative:
Analysis of programming history.

Event description:
It was found while reviewing the programming history from the manufacturer's programming history database that the patient's device was interrogated and found to be set to 1 ma, however, at the previous appointment, the device was programmed to 0.5 ma. The appointment prior to the settings change, there was a final interrogation that was performed that confirmed that there was no settings change. It is unclear if the patient was initially programmed to these settings or it was due to malfunction as there is no record of either event in the database.